Event description:
It was reported that there is an issue with the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was scheduled to be performed; however, the customer was unable to locate the unit and the inspection was canceled.

Event description:
No new information.